Manufacturer narrative:
The technician was able to duplicate the reported heat and noted that the driveshaft assembly was corroded.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.